Event description:
It was reported that an interrupted systems test occurred on (B) (6)2004 resulting in the pt's settings being different than what was intended. The off time was changed to 60 minutes and this was not corrected until a f/u appointment nine months later. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Programming history was reviewed.